Manufacturer narrative:
Samples received: 2 open pouches, ampoules unopened with leakage signs. Analysis and results: there are no previous complaints of this code batch. Two complaints received the same day regarding the same issue. There are no units in stock in b. Braun surgical warehouse. We have received two open pouches (closed ampoules) showing ampoule leakage. The ampoules received have been optically evaluated and a defect in the sealing bar of the ampoules was found. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA in the system in order to determine root cause and actions to correct/prevent this defect to happen. CAPA number: (B)(4).

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl. Upon opening the packet, it was found that the liquid was leaking out of the ampoule. Additional information was not provided.